Manufacturer narrative:
Additional information has been provided in d9 and h6.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 78 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient¿s medical history was notable for deep vein thrombosis and anemia. The patient was receiving an iron infusion earlier in the day and initially reported abdominal pain, which was thought to be related to the infusion; however, the patient was subsequently diagnosed with acute myocardial infarction. During support, hematuria was reported, with red-colored urine observed following anticoagulation with activated clotting times greater than 400 seconds for approximately 3 hours. Prior to this, the patient voided 250 milliliters of clear yellow urine. Chest x-ray imaging confirmed appropriate device position, and no suction alarms were reported. Laboratory samples were reported to be hemolyzed. Hemoglobin was noted to be 7.1 grams per deciliter, and the patient received 1 unit of packed red blood cells. Additionally, a thrombus was identified in the left iliac vein. The impella rp flex device was inserted via the right femoral vein. Hemodynamic changes were noted during support. The patient was initially hypotensive on epinephrine and milrinone infusions; epinephrine was discontinued prior to leaving the cardiac catheterization laboratory following initiation of impella support, with subsequent improvement in systolic blood pressure to the 140s. Upon arrival to the intensive care unit, the patient was hypertensive with systolic blood pressure in the 200s. Milrinone was discontinued, impella support was reduced to performance level 6, and a nitroglycerin infusion was initiated. Central venous pressure was reported at 4 millimeters of mercury, and a 1 liter fluid bolus was administered for suspected low preload. While on support, the impella rp flex device was operating at performance level 8 with expected flows of 3.0 liters/minute. During evaluation, it was reported that the external portion of the impella catheter near the repositioning sheath hub ¿felt like a purring cat." Due to ongoing adverse events, including hematuria and hemolyzed laboratory findings in the setting of supratherapeutic anticoagulation, the impella rp flex device was removed. Based on the available information, the reported hematuria and hemolyzed laboratory values are most consistent with supratherapeutic anticoagulation, as evidenced by activated clotting times greater than 400 seconds, and patient-related factors, including underlying critical illness. Hematuria is a known risk associated with anticoagulation and critical illness in patients requiring mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.